Event description:
The customer reported that during a procedure, the handpiece would not work in the sculpt mode. This occurred when they were about ten minutes into the surgical procedure. They changed the handpiece and rebooted the system, and still had the same problem. The surgeon stopped the case, and a system was borrowed from another facility. This delayed the case approximately one hour. The patient was reblocked and the surgery was completed. The following case, in which the patient was already blocked, was cancelled.

Manufacturer narrative:
The company service representative examined the system and was able to replicate the problem. He also checked four handpieces; one handpiece showed tuning error in the log. The handpiece connector was replaced and will be returned for further evaluation and root cause analysis.